Event description:
The customer reported approximately 2 mls of clear fluid leaked from the blood sampling valve (bsv) of the coulter hmx hematology analyzer with autoloader. The customer stated the instrument was failing platelet (plt) and red blood cell (rbc) backgrounds for controls when the leak was observed. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the blood sampling valve (bsv) was leaking and the instrument was not passing backgrounds for controls. The fse also observed the bsv was worn and not rotating properly. The fse replaced the bsv module and the instrument ran without any leaks and passing all controls. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).